Event description:
A customer reported to baxter corporate product surveillance an unknown amount of onelink needlefree connectors in which the septum of the onelink luer "sinks down" after being accessed. According to the report, the facility is finding that when they go to swab a previously-accessed onelink luer, they notice the septum is no longer flush with the plastic around it and is slightly depressed. They accessed the site with an unknown non-baxter syringe. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.